Event description:
The contact stated the customer's readings were high. While troubleshooting, the contact performed a normal control test and received a result of 151 mg/dl. The control range is 71-103 mg/dl. The contact did not allege the customer experienced any adverse events due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.